Event description:
It was reported that the programmer screen froze, turned black, and did not display any information when attempting to print data. T roubleshooting steps were taken, but the initial restart attempts failed to transition to the loading screen, and the data was printed using an alternative programmer. It was noted that a later restart attempt was successful, the programmer loading screen appeared and became operational. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer screen froze, turned black, and did not display any information when attempting to print data. It was determined that there were two recent occurrences of a stack overflow in the event logs. The hard drive was reimaged, and the software was reloaded as a preventive measure. No other anomalies were found. The programmer passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.